Manufacturer narrative:
Results: the proximal end of the pusher assembly was bent and kinked. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was detached and an unknown substance was present inside the distal detachment tip (ddt). There were offset coil winds on the detached embolization coil. The pull wire was retracted from the ddt. Conclusions: evaluation of the first pod4 revealed a fractured pusher assembly and a detached embolization coil. The pusher assembly was damaged on its proximal end and fractured. This damage was likely a result of forceful handling of the pusher assembly during repositioning. If the pusher assembly becomes fractured it will allow the pull wire to retract from the ddt, detaching the embolization coil. The identity of the unknown substance in the ddt is unknown but may be contrast used during the procedure. Evaluation of the second pod4 revealed a functional device. There was no damage noted on the pusher assembly or embolization coil. During functional testing, the pod4 was advanced through a demonstration microcatheter without issue. The lantern identified in the procedure was not returned for evaluation. The root cause of the reported resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gastro-duodenal artery (gda) using pod4s. During the procedure, a pod4 would not advance through its introducer sheath and into a lantern delivery microcatheter (lantern). The physician reported that it felt like he was ¿hitting a wall¿; therefore, the pod4 was removed. The physician then opened another pod4; however, while attempting to reposition the pod4, it unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached coil and flushed the coil out. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.